Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the motor drive unit was making a loud grinding noise. The procedure was completed with another like motor drive unit and the same handpiece with no adverse patient consequences. The biomedical technician saw metal shavings inside the unit when he opened it after the procedure.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a bent flex coupler.

Manufacturer narrative:
(B)(4).